Event description:
The customer reported that they were training a technologist on vasoseal es deployment. Following a diagnostic catheterization in 1999 a vasoseal es was deployed. Following deployment the pt lost pulses in the right leg. A doppler showed no flow to the superficial artery, while the profunda was wide open. The pt was taken to surgery for an embolectomy. The operating room notes stated that the puncture site was low in the superfical artery and the collagen plug was intra-arterial at the puncture site. The blood flow returned after the embolectomy and no further complications were reported.